Event description:
Arjo was informed about incident with auralis pump. It was reported that sparks came out of mains connection cable, cable was split in two. New cable was installed. The circumstances surrounding the damage to the pump¿s cable are not known.

Manufacturer narrative:
According to the instruction for use auralis alternating pressure system (IFU, 04.ai.00en_07) includes below information: ¿check all electrical connections and power cable for signs of excessive wear or damage.¿ ¿ this action should be performed by caregiver before every use or every week (if in long-term use) ¿if any part is damaged or missing do not use the product.¿ due to lacking information about the circumstances of the event, the root cause of damage to the pump could not be identified. Product failed to meet its specification as there was an allegation of spark, and from that perspective played a role. It is unknown if the product was used during the event. The complaint was assessed as reportable due to the allegation of sparks comming from the damaged power cable.